Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a patient who underwent an unknown procedure with unspecified mentor gel breast prostheses in 2006 had many complications with the devices and had them removed and replaced in 2010. This medwatch report is for the right breast prosthesis.